Event description:
It was alleged that during a case the hospital was concerned that fluid got into the pt through the tubing. There was a five minute delay to the case. It was later reported that no fluid got into the pt and there was no injuries involved.